Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the patient circuit solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The purpose of patient circuit's is delivering and exchanging gases. The volume of the patient circuit used during pre-use check should be the same as during ventilation. If the patient circuit is changed after the pre-use check is completed, perform a new patient circuit test. Device's logs were not provided for further analysis. During ventilation, several clinical alarms can be generated, as an indication of difficulties with ventilating the patient. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to patient circuit.

Event description:
It was reported that the ventilator generated an alarm indicating leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).